Event description:
Follow-up information revealed effective therapy was restored following the procedure.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not recharge the device as recommended. Communication was also unable to be established with the external devices. The programmer reflects a communication error. Consequently, the patient will undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2017, wherein the ipg was explanted and replaced with a different model.